Event description:
According to the customer, a synchron lx I instrument generated a discrepant glucose result. The customer indicated that an e.r. Pt was tested with a point of care (poc) device for glucose in the ER. The poc glucose result was >400 mg/dl. The ER pt had a blood sample collected for a chemistry panel which included a glucose test. The glucose result from the lab was 91 mg/dl. The physician questioned the result and requested the lab to retest the pt's blood sample. The retested glucose result was 420 mg/dl. This was the result the physician was expecting. There has been no change to pt treatment that can be attributed to this event.